Event description:
It was also reported that review of log file data found a motor start event with parameters outside of the typical range and "increased energy consumption in the engine".

Manufacturer narrative:
A supplemental report is being submitted for corrections. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient tried to cut the driveline with suicidal intent. Then the patient tried to pull the driveline. The ventricular assist device (vad) exhibited multiple electrical fault alarms, vad stop alarms, and vad disconnect alarms. A driveline sheath repair was performed inpatient. The customer had wrapped silicone insulation tape around the strain relief out of fear that the strain relief was damaged. The tape was removed and there were no defects on the strain relief. It was reported that the patient was a chronic chemically depressed pain patient. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. Log file analysis revealed a motor start event recorded on (B)(6)2024 at 13:25:40 in which the motor start parameters were atypical. Log file analysis revealed that (B)(4) electrical fault alarms, (B)(4) vad stop alarms, indicating that the motor stators failed, and one (1) reactivation event were logged on (B)(6)2024. The electrical fault alarms logged at 13:25:12 and 13:25:28 were due to an overcurrent condition on the rear stator and the electrical fault alarm logged at 13:25:31 was due to an overcurrent condition on the front stator, which resulted in the stators failing. The first (B)(4) electrical fault alarms were simultaneously recorded at the time of the vad stopped alarms due to overcurrent conditions, which resulted in the stators failing. The reactivation event logged at 13:25:11 was due to an overcurrent condition on the front stator. Furthermore, (B)(4) vad disconnect alarms were logged since 13:25:13, indicating a physical disconnection of the driveline likely due to the reported patient pulling on the driveline. Additionally, (B)(4) low flow alarms were logged on (B)(6) 2024. This is an additional finding unrelated to the reported event. This is an additional finding unrelated to the reported event. This is an additional finding unrelated to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. On-site inspection of the driveline cable revealed damage to the outer sheath. Visual evidence provided by the site revealed a repair by the customer on the outer sheath and also the strain relief. Additionally, the visual evidence revealed discoloration of the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. The most likely root cause of the observed self-repair can be attributed to handling of the device and the reported damage caused by the patient. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the driveline damage may be attributed to the reported cutting of the driveline by the patient. Based on historical review of similar events, the most likely root cause of the observed outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the electrical fault and vad stop event can be attributed to the force exerted to the components/connections when the driveline cable was cut by the nail clippers, thus compromising the integrity of the outer sheath which probably caused several wires to come in contact with each other that led to triggering an electrical fault alarms due to a short circuit. Based on the log file analysis and the available information the most likely root cause of the driveline cable damage, observed reactivation event, and alarms can be attributed, but not limited, to the cutting of the driveline by the patient, as mentioned in the event details; several wires may have come in contact with each other during the reported accidental cutting of the driveline, which would trigger the reactivation event due to a short circuit. Per the instructions for use, suicide is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-e xisting history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.